Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was could not be completed because no serial number was provided. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was not delivering. Mmdg followed up with the initial reporter, who stated that there had been no adverse effects to the patient and that they had no additional information. [Complaint-(B)(4)].